Manufacturer narrative:
It was reported that a patient underwent an premature ventricular contraction procedure with a thermocool® smart touch¿ electrophysiology catheter. It was reported that there was a 106 magnetic sensor error that was displayed. A second catheter was used to complete the procedure and there was no patient consequence. Investigation summary: the device was inspected and the pebax part was observed damaged, the ring #3 was observed dented and no polyurethane (pu) was observed covering the edge, the peek housing was found damaged with two small holes and polyurethane (pu) margin peeling. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed, the catheter was dissected, and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the pc board failure and the damage along the tip cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30032863m number, and no internal actions related to the reported complaint condition were identified. (B)(4).

Event description:
It was reported that a patient underwent an premature ventricular contraction procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab noted that there was electrode damage and that the peek housing was damaged with internal components exposed. Initially, it was reported that there was a 106 magnetic sensor error that was displayed. A second catheter was used to complete the procedure and there was no patient consequence. The magnetic error code 106 was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the product on january 18, 2019 and found that the clear pebax sleeve was damaged approximately 9 mm from the distal end of the tip dome. Electrode ring #3 was dented on the distal side. The peek housing was dented and wrinkled on the proximal side of electrode ring #3. On the proximal side of electrode ring # 3 was rough and not covered by polyurethane (pu) margin. Two small holes were found on the peek housing from being bent and the pu margin was peeling. The pebax sleeve damage was assessed as not reportable as the integrity of the device was maintained. No internal components were exposed. The electrode damage (electrode ring #3 being rough and not covered by polyurethane) was assessed as a reportable issue. The peek housing damage (2 small holes with internal components exposed and the polyurethane margin was peeling) was assessed as a reportable issue. The awareness date for these reportable issues is january 18, 2019.